Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d3, d6b, g1, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "extracapsular rupture". This record is for the left side. The device was explanted.

Event description:
Healthcare professional reported "extracapsular rupture". This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on jul 03, 2025, with lot number 343708. Based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken device assessed as fold flaw opening and missing assessed as inconclusive. As per the investigation procedure, crease and non-penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.